Event description:
It was reported that the recharger insr was not holding a charge and was depleting very quickly. The patient said that they used only to have to charge the insr monthly, but now they have to charge it more frequently because they can only fully charge their implant twice off of one full charge on the recharger. The agent reviewed recharge interval expectations for the insr. Yesterday, the patient noticed that the insr charge level was not incrementing even though they had the desktop charger dtc plugged into it overnight. The patient confirmed they could see a green light on the ac power supply. There was no damage to the dtc, but yesterday the patient noticed that the ac power supply was very hot. The patient confirmed they could still charge their implant as long as they kept the dtc plugged into the recharger.

Manufacturer narrative:
Continuation of d10: product ID (B)(6) serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6) h3: analysis of the 37761 desktop charger (dtc) (s/n (B)(6) revealed bent connector pin at the end of cable. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.